Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was 460 mg/dl. The customer treated with manual injections. The customer stated that lip ring in the reservoir compartment was damaged and reservoir would not position in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o ring, cracked case reservoir tube window corners and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. No whining noise or audio or beep anomaly noted during testing.